Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise leading to oversensing was observed with lead damage as the suspected cause of the event. No intervention was performed at this time. The patient was stable. Further information was requested but not received.